Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was not reproduced. There was no abnormality on the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device suddenly shut down. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event was not reproduced, during inspection by olympus service operation repair center, so there was no abnormality on the device. And the reported event may have been caused by one of the following: the power cord was unplugged, and there was no power supply to the device. The power cord was broken, and there was no power supply to the device. The lamp cover was not completely closed. And the power was turned off, when it was opened. Device history record (DHR) review, indicates that the product was manufactured and tested in accordance with all applicable procedures. And met all final product release criteria. If additional information becomes available, this report will be supplemented.